Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's transmitter power adapter box was charred. Upon removing the prongs, the patient noted that power adapter box was burnt inside. A new transmitter was ordered.